Manufacturer narrative:
Additional information received that the event did not occurred while in patient use and the presumed fault occur while service technician was cleaning and testing pump in between patient use. It was later discovered that the testing procedure that the technician was using was not followed correctly to test the battery fall-out but was corrected.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged, and the downstream occlusion sensor was bubbled. Functional testing involved battery fallout testing. The reported issue was not duplicated during the investigation; the pump passed testing and alarmed for more than the required minimal two (2) minutes. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that there was no battery fallout alarm on a smiths medical cadd-solis vip ambulatory infusion pump. No adverse effects were reported.